Event description:
Customer reported fluid leaked from the sides of the pt's maxplus valves when flushed. Reported new maxplus valves were placed on the pt's line on (B)(6) 2014 and found leaking on (B)(6) 2014. No pt harm or medical intervention was reported. No further pt/event information was provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.